Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported ovation, right common iliac limb occlusion with additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. No procedure- related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that there was concomitant product usage of a non- endologix stent in the right common iliac artery at initial implant; this may have contributed to the reported event, but this could not conclusively determined. The final patient status was reported as discharged home on postoperative day eight in fair condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d10: concomitant product. G3: awareness date. H6: medical device problem codes; remove 3190. H6: investigation finding codes; remove 3233. H6: investigation conclusion codes; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system. Approximately one (1) month post initial procedure, the patient presented with a right limb occlusion. The physician elected to treat the patient via femoral-femoral bypass on 20 march 2015. The patient status immediately post secondary intervention is unknown.